Event description:
The facility's technician reported an incomplete failure code of 812 on an infusion pump. During the investigation failure code 812:02 was found to have occurred. The hospital representative stated that there have been no reports of any patient incident involving this pump since the last baxter service event.